Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump housing split into two pieces, identified by the user as a screen bezel separation, while the device continued to deliver insulin and the user secured the housing with tape; blood glucose remained stable at 150 mg/dl and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included collection of device details, confirmation of addresses, and user education on data sync, shutdown procedure, and return process, with replacement arranged. Investigation of this case revealed a hardware enclosure integrity failure associated with the screen bezel area, consistent with a known mechanical housing issue, while functional delivery and cgm use remained unaffected. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or wear resulting in housing separation.